Event description:
Underdelivery reported: it was reported that tpn bags with inacurrate dextrose and amino acid volumes were dispensed to three pts in the nicu. According to the customer contact, neonate #2 experienced an unexpected increase in the glucose level (260mg/dl). The infusion rate was decreased from 14.0ml/hr to 11.0ml/hr. There were no other interventions required as the blood glucose level dropped to within an acceptable level after the delivery rate was decreased. Though requested, there was no add'l info available.